Event description:
It was reported the device does not pass self-test. There was no report of patient involvement.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
It was determined through the course of the investigation that MFR report number: 3030677-2022-01442 is a duplicate report to MFR report number: 3030677-2022-01584. This case will be closed as a duplicate and all child records will be cancelled. H3 other text: device was evaluated previously on a different record. This record will be closed as a duplicate.

Event description:
It was determined through the course of the investigation that MFR report number: 3030677-2022-01442 is a duplicate report to MFR report number: 3030677-2022-01584. This case will be closed as a duplicate and all child records will be cancelled.